Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was touch screen malfunction. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.